Event description:
It was reported by repair work order that the cot was stuck on the power load system and would not release. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.